Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the product was defective, it indicated high pressure in the pca pump, even after changing the device, although after changing the disposable, the pump worked normally. There was no reported patient involvement or harm.

Manufacturer narrative:
H2) device evaluation: d3 manufacturer establishment name updated. D9 date returned to manufacturer: 4/29/2025. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was not duplicated. The device extension set tubing and cassette were installed onto a infusion pump and 10 ml of priming was performed. No pump alarms were observed. There were no damage or anomalies observed. The device performed as intended.